Event description:
It was reported that the customer's keypad on the insulin pump had been stuck and that the insulin pump was shutting off and on its own. The customer's blood glucose was 298 mg/dl. The customer did not know how the high blood glucose occurred. The customer treated herself with a manual injection of an insulin pen. Troubleshooting was done. The customer stated that the insulin pump may have had contact with her sweat. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Insulin pump had an intermittent button response due to flattened dome switch. No stuck buttons noted. Insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.